Event description:
The ortho summit processor wash module failed to alarm when the wash fluid was not aspirated and dispensed correctly to the microwell plates. No death or serious injury was associated with this incident.